Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is inconclusive for the reported leak. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 4808560 implantable port allegedly experienced fluid leak. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) years old male patient weight was not provided.